Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the communication error from the drive train motor. Evaluation of the platform during initial power-up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the error message was able to be cleared. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. Visual inspection was performed and found physically damaged front enclosure, bottom enclosure, bent battery lock, no lcd backlight and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The front and bottom enclosures, battery lock, processor board were replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in march 2008 and is 11 years old, beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, a seized brake gap was observed. Drive train motor was replaced to address the issue. Also, the load characterization check was performed and verified that one of the load cells is out of specification. The load cell was replaced to remedy the problem. Following the service, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed " system error, out of service, revert to manual CPR" error message. No patient involvement.